Event description:
It was reported that this pacemaker has exhibited intermittent loss of capture (loc) and high capture thresholds. Additionally, low amplitude and undersensing on the atrial channel were noted. Pacemaker mediated tachycardia (pmt) episodes were stored within this device. No adverse patient effects were reported. At this time, this device remains in service.